Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had intermittent button response due to corroded keypad traces, minor scratched lcd window, cracked case near the display window corner, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported that the keypad on the insulin pump was not responding. Customer also reported receiving a battery out limit alert on the insulin pump. Customer reported that the errors occurred after a battery change. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 284 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.